Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The driver was tested before use and the led was green but the driver stopped during use on a patient. A new driver was used to insert the 45 mm needle. The patient was successfully resuscitated and there was no patient harm.

Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The trigger guard was still tethered to the driver. When the trigger was pulled the driver was operable and a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 6.75 insertion 2: 6.03 other remarks: insertion 3: 6.30 hard profile (105 lbs/ft3) insertion 1: 13.16 insertion 2: 12.59 insertion 3: 11.94 the driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 04/2009 and is approximately 7.5 years old. The complaint, "the driver was tested before use and the led was green. The driver stopped during use on patient", could not be confirmed based on functional testing. No further testing required. No problem was found with the returned sample.

Event description:
The driver was tested before use and the led was green but the driver stopped during use on a patient. A new driver was used to insert the 45mm needle. The patient was successfully resuscitated and there was no patient harm.